Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, CAPA is in progress.

Event description:
It was reported while using bd plastipak¿ syringes the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when uncapping the syringe, the needle came loose, the nursing technician was going to aspirate the medicine, so there was no harm to the patient or the professional.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes. D9: returned to manufacturer on: 03-aug-2023 h.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported while using bd plastipak¿ syringes the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when uncapping the syringe, the needle came loose, the nursing technician was going to aspirate the medicine, so there was no harm to the patient or the professional.

Event description:
It was reported while using bd plastipak¿ syringes the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when uncapping the syringe, the needle came loose, the nursing technician was going to aspirate the medicine, so there was no harm to the patient or the professional.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.